Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device is beeping before expiry, while still flashing green light. There was no patient involved in this event.

Event description:
Device is beeping before expiry, while still flashing green light. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6)2019 . Upon receipt, the device was emitting a failure chirp while the green status led flashed, as per the reported fault. The measurements recorded would confirm a fault on the red status led, which had caused a reverse bias leakage current to beeper bp1.this had resulted in the reported fault of flashing green with chirp.the fault could not be replicated with a new membrane fitted to the device. This would confirm the reported fault had been caused by the failure of the red status led. The device was subject to final unit test (h037-014-004) at heartsine on the (B)(6)2019 ¿ during this testing, no fault was found on the unit. This would therefore indicate the membrane had failed after this date. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new 360p device.